Event description:
Ous MDR - it was reported that after 10 months noise was observed on the crt-d. Undersensing of the ra signals was also noted. Additionally, it was unclear whether ra pacing was captured. Despite undersensing the electrogram did not show ventricular pauses of more than two seconds. No adverse patient side effects were reported. The lead remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.